Manufacturer narrative:
Acumed was made aware of this issue through maude event report # (B)(4).

Event description:
Patient complained of swelling, pain, and weakness in the left wrist and arm within six months of having an acu-loc plate implanted.